Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric bypass, there was a misfire, the stapler locked on the tissue, the battery sounded really weak. They went in and over sewed the staple line. It is unknown how the stapler was removed from the tissue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57a53. The analysis found that one plee60a device was returned with no apparent damage and with a gst60g partially fired reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.